Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2015-01325.

Event description:
During preparation for a medical procedure, the hospital staff found that the tip shapes of two neuron select 6f catheters (6f select) did not correspond to the correct shape on the labeling. The two 6f select devices with incorrect tip shapes were found prior to use and were not used for the procedure. The procedure continued using another manufacturer's catheter.

Manufacturer narrative:
The device is no longer available for return. The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.